Manufacturer narrative:
This device (bipap a30) was manufactured 03/05/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report. The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID (B)(4) and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information that a bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device log files were successfully downloaded and reviewed in full. A ¿ventilator inoperative¿ error was identified, indicating that the unit exceeded the requested pressure settings for approximately 10 seconds, along with a high-pressure sensor reading, large amount of drift, and/or pinched or blocked tubing. The available documentation does not specify which specific component replacement would be required to resolve the issue. No additional actionable error codes were identified. Tobacco, dust and dirt contamination were also observed inside the device. Furthermore, there was no evidence of foam particles or foam degradation within the device. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.